Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient lost therapy and a "replace generator" error message was displaying, indicating an inoperable ipg. As a result, surgical intervention may take place to address the issue.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2022. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.